Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device is not available due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 00596401651 femoral component option size f left lot# 61014520; 00596404014 articular surface size ef 14 mm height lot# 51027117; 00597206538 all poly patella standard size 38 lot# 60818093; 00596009900 taper stem plug lot# 61058847.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, approximately 12 years post procedure the patient was experiencing pain with ambulation. Surgery was planned to preform exchange of articular surface. When the surgeon explanted the articular surface, the broken section of the tibial plate came out with it and was still engaged by the locking mechanism. There was a delay in the procedure of 60 minutes to replace broken part.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review (reference (B)(4)) in order to identify potential adverse trends. X-rays were provided and reviewed by a health care professional. Review found radiographically unremarkable hardware and bone. Small suprapatellar joint effusion. Overall fit and alignment as well as bone quality appears normal. Revision records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint was not confirmed.

Event description:
No further event information available at the time of this report.